Event description:
A surgeon reported an unexpected refractive outcome following an intraocular lens (iol) implant surgery. In a follow up, the surgeon reported that the patient ended up myopic and was supposed to be emmetropic after the iol implant.

Manufacturer narrative:
Evaluation summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2013. (B)(4).